Event description:
Hold for cm 6/27it was reported by the distributor that there were six pieces of dressings with colored dots. The product was not used by patient. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Device 1 of 6. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Batch record review: lot 3d02851 was manufactured 4/26/2023, in doyen b line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 30/jun/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) (B)(4) and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Photograph, video and/or physical sample evaluation: there are photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Conclusion summary of the related event: based on the revision of the observation of the processes involved, interviews to the personnel of the line and the expertise of the triage team, this failure mode was attributed to the following probable causes: machine: forklifts are used for loading and unloading of pallets. At our distribution centers these are maintained in good working condition and as such do not seem to have caused damage to the boxes. Machine: no proper tools were used to complete the visual inspection at distributor. Distributor was found not familiar with the use of tappi chart for black dot inspection. As the non-conformance is quality system related, with deficiencies in the establishment of the requirements (method) and communication and training related to the inspection and use of the machinery this ¿m¿ was discarded. Method: the root cause has been identified in relation to method (inconsistency in the acceptance criteria. No clear inspection/acceptance criteria were defined for black dot/foreign matters and dented box defects). Lack of method and training (management responsibility) are the root cause of this issue, specifically in: there is no alignment of inspection method or criteria between distributors and convatec. Man: it was confirmed that the employee(s) at distributor were not trained to convatec inspection criteria. Corrective and preventive actions identified will be taken through corrective action / preventive actions (CAPA) plan. The investigation associated with related event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 9618003.